Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure for bleeding performed on (B)(6) 2025. During the procedure, the nurse had to exert excessive force to detach the catheter from its clip. The procedure was completed with an alternative device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.